Event description:
Upon inspection, the tension pliers and sheath do not couple together. It is further reported that there are no adverse consequences.

Manufacturer narrative:
The root cause of the reported failure could not be determined. The tension sheath was returned but the tension pliers were not returned for investigation. Therefore, a functional test of both complained products could not be performed. A possible root cause of the reported failure could have been that the tension pliers are damaged or the tension pliers used are not related to the system. The returned tension sheath is fully functional and shows no damages and deformation.